Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: received part: 2 x 400.234 / mf-cortscr ø1.3 self-tap l4 ti / lot no. 9502107. As received condition: the screws were found broken between screwhead and threaded shaft. The broken shaft is missing. There are mechanical damages visible allover into the crossed screw-recesses. Conclusion: our investigation has shown that we received two (2) broken screws. The screws were found broken between screwhead and threaded shaft. The broken shaft is missing. There are mechanical damages visible all over into the crossed screw-recesses. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate showed no deviations regarding material analysis, strength and structural stability. The microscopic view, with a magnification of 10x, of the broken surface shows a homogenous surface what indicates material conformity as well. Because of the damage and without broken part the complaint relevant dimensions cannot be checked for dimensional accuracy. The article 400.234 with lot no 9502107 was manufactured in a quantity of 249 pieces on may 2015. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot number 9502107. Manufacturing location: (B)(4). Date of manufacture: may 27, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw broken during operation. Changed another one to complete. There is no report on patient's injury. A same like product was used. There is no information available about surgical prolongation. The issue happened during a surgery for left femoral fracture. This is report 1 of 2 for (B)(4).